Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during dwell 6/6 on the home choice (hc). The care giver (cg) stated the home patient (hp) is going to the doctors and needs therapy readings. The (cg) stated the hp disconnected himself when he was asleep. The technical service representative (tsr) asked the cg if the transfer set became disconnected. The cg stated no, the patient line was disconnected from the transfer set. The (tsr) had the (cg) close the clamps and cycle the power twice to press go to start. The (tsr) assisted the (cg) with reviewing the therapy readings. The (tsr) explained the therapy readings are not going to be accurate since the therapy was not completed. The (tsr) assisted the (cg) with getting the set out, and explained the alarm to the (cg). Product surveillance (ps) contacted the caregiver (cg) on (B)(4) 2012 regarding the system error 2240. The cg stated she thought the home patient (hp) inadvertently disconnected from the set. The cg did not see anything unusual with the set at the time of the alarm. The cg stated they went into the clinic that day and the peritoneal dialysis nurse (pdn) gave the hp antibiotics as a precaution. The cg stated the hp resumed therapy on the cycler the following day without problems and was doing fine with therapy. There was patient involvement. No patient injury was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information the likely cause of the se 2240 is due to air being sucked into the disposable because the patient line inadvertently separated from transfer set. The (cg) stated the hp disconnected himself when he was asleep. The cg stated she thought the home patient (hp) inadvertently disconnected from the set. The cg did not see anything unusual with the set at the time of the alarm. A review of all batch record documents was performed with no issues noted during the manufacturing process. This issue is being investigated through CAPA.